Manufacturer narrative:
(B)(4)

Event description:
It was reported that abrasion on the pace/sense portion of the lead was observed. The pace/sense portion of the lead was capped. Defib portion of the lead remains active. The patient was stable.